Manufacturer narrative:
During the investigation, it was initially determined that the root cause was the tomotherapy treatment delivery system with idms, however further investigation determined that the issue is with the precision treatment delivery system.

Manufacturer narrative:
The reported event may occur at healthcare facilities using at least 2 tomotherapy treatment delivery systems, when transferring a patient from one tomotherapy system machine to another under specific circumstances (patient transferred after an error occurred during fraction loading and user shuts down the machine before the treatment is initiated). There has been no patient death or serious injury. The root cause is an anomaly in software design: the unload fraction processed by the software did not require that unload should only be permitted from the treatment machine where the fraction was originally downloaded. The following action is being implemented: software patch installation to correct the anomaly.

Event description:
A fraction was delivered and completed normally without errors, but the system did not mark the fraction as completed.

Manufacturer narrative:
The event will be fully investigated to determine if further action is needed.